Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient the patient experienced a pericardial effusion, hypotension and was hospitalized. A faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation. During the procedure it was reported the patient septum was out the ordinary and needed to re-wire and reposition with a non-boston scientific sheath that was used for transeptal with non-boston scientific needle. Transseptal puncture was successful and blood pressure was normal and stable at the moment. However, when the physician had pulled back from the left atrium, a pericardial effusion was noted and blood pressure dropped. Physician then proceeded to do a pericardiocentesis and remove the fluid. The patient was sent to the ICU. The issue is still ongoing.